Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 4 weeks post implantation, patient suffered a fall and sustained a periprosthetic fracture. Patient was revised with open reduction and internal fixation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event is confirmed per the operative notes which stated that cause of fall is listed and fracture is confirmed. DHR was reviewed and no discrepancies were found. The root cause is the patient's fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.